Event description:
Screw head broke off intraoperatively during last torque of tightening, shaft left in matagen.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.